Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# further follow-up indicates the patient had surgical intervention on (B)(6)2019, during which the scs system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2019-03091. It was reported the patient experienced ineffective stimulation. As a result, the physician will explant the patient¿s entire system at a later date.